Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that there was noise on this lead. The device was programmed to vvi 45ppm. There was also a fracture noted via x-ray at the suture site. The physician plans to check the patient in a month.

Manufacturer narrative:
On 12/7/2016 - we were notified that this lead was explanted and that there was a fracture noted at the suture site. Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. Only the proximal lead fragment was received and subjected to an extensive analysis. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. The insulation body was severely deformed in this position. The investigations indicated that these damages were caused by over-rotation of the inner coil during the retraction of the fixation helix. Further analysis of the received lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.